Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer was unable to calibrate the stylus to the display cursor. It was indicated that the x-y printed circuit board (pcb) was out of specification. It was also indicated that multiple external components were damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to calibrate the stylus to the display cursor. The programmer was returned for service. There was no patient involvement.